Manufacturer narrative:
The drill attachment was returned to the manufacturer for an unrelated issue and upon evaluation, an overheating condition was discovered. Internal components were evaluated, which revealed that the bearings were seized and contaminated with an unk substance. If bearings are unable to rotate freely, excessive friction may result among rotating components, causing heat generation. The drill attachment could not be repaired and therefore, was not returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, the drill attachment heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.